Manufacturer narrative:
The account replaced the brake steer and brake casters to resolve the issue.

Event description:
The account alleged the brake steer and brake casters were not holding. No pt impact.